Manufacturer narrative:
(B)(4). This is a report of a system error 2240 due to incomplete prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice experienced a system error 2240 (air in line/set) alarm. The alarm occurred during the prime cycle. The home patient was connected to the patient line during prime. The technical service representative (tsr) explained the alarm. The tsr explained about not priming while connected. The tsr advised the hp to let the registered nurse (rn) know about the system error and priming while connected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.